Event description:
The manufacturer representative reported that the device overheated during surgery setup at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
New information provided: there was no patient involvement, no surgical delay, and no medical intervention.

Manufacturer narrative:
Additional information: b5. Device evaluation: follow-up report submitted to document device evaluation results.